Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An associate reported a patient presented with eye pain and swollen shut left eye six day post photorefractive keratectomy. The patient's symptoms resolved after one day.